Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post operation testing showed an increase in pacing thresholds as well as intermittent capture on the right ventricular (rv) lead. The lead was manually tested and the device was reprogrammed to a fixed output. The patient will be monitored via remote monitoring and will be seen at a normal follow up. The patient was asymptomatic to the loss of capture. The rv lead remains implanted. No adverse patient effects were reported.